Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. As received, the belt failed therapy electrode (te) recognition testing. Upon evaluation, there was an open pulse wire inside the cable connecting the distribution node (dn) and front te, between the front te and ECG electrode a. The cause of the test failure is the open wire. The root cause of the open wire is excessive force placed on the cable.no adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that it could not complete testing.